Manufacturer narrative:
(B)(4) - device 2 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 7 infusion sets adhesive from (B)(6) 2024 to (B)(6) 2024. The infusion set fell off after being in use for 24-36 hours while doing physical activity/sweating, swimming, or bathing. The issue was resolved by replacing infusion set and resuming insulin. No further information available.